Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissoring. It is unk how the procedure was completed. There was no pt consequence reported.